Manufacturer narrative:
Our investigation into the complaint has now concluded. No valid lot number was provided, therefore a review of batch manufacturing records could not be conducted. Visual inspection of the provided photographs show discolouration of the skin where the dressing has been in contact with the skin. Insufficient relevant clinical information has been provided to allow further clinical assessment to be performed or a risk management review to take place. The instructions for use leaflet provided with the product states that 'acticoat site may cause transient discolouration of the surrounding skin'. The use of silver as the antimicrobial in a dressing means that there is a risk of the skin staining during use, although this is only temporary. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment with acticoat site, to protect the exit of the catheter, there are silver stains on the skin, which should not happen, and makes cleaning even with alcohol difficult. The problem was not solved.